Event description:
It was reported that the patient's wound is not healing from the surgery.

Manufacturer narrative:
It could not be confirmed if the device was used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. No device or photos were received; therefore the condition of the component is unknown. The part, lot number of the product is unknown; therefore, the device history records complaint history could not be reviewed. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided. The reported warsaw design controlled device is used for treatment.